Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with an open book. Customer stated insulin pump was not dropped nor bumped. The customer stated that they received open book image on insulin pump display. Customer also stated that battery side had cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with faded serial number label, broken battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.